Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. An image provided by the customer of the mcs instrument is consistent with the alleged issue of a broken cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an unidentified cable on a monopolar curved scissors (mcs) instrument broke and a fragment possibly fell inside the patient. It is unclear if the fragment was retrieved. The procedure was completed.

Manufacturer narrative:
Additional information: it was reported that no fragment fell inside the patient's body. Note: the following fields have been updated: b1 and h1.

Event description:
Refer to h11 for follow-up information.